Event description:
It was reported that "it was noted while surgeon was doing final tightening of l5 (7.5x45mm) screws that the torque did not reach 12nm. The blocker was noted to be below the level of the screw head. That blocker was removed and replaced. Surgeon was able to torque to 12nm, but blocker was still below level of screwhead. Xrays were taken and on x-ray, it was noted that tulip of screw might be disengaged from screw. The rod was removed and was discovered that screwhead was disengaged. Screws were removed (both at l5 level). They were replaced and final tightened successfully."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.